Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that almost 2 months after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. In addition, 30 ncm of primary stability was achieved, immediate load was performed and the patient presented bone type iii.